Manufacturer narrative:
(B)(6) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) found no blood visible and saline on the stent holder, consistent with the reported information that there was no patient involvement. The stent implant was fully deployed out from the distal outer sheath and was returned. There was no damage noted to the stent implant. The distal outer sheath was not retracted. The handle was in a locked position. The distal outer sheath was wrinkled distal to the distal end of the outer member, for a length of 2 cm. There were three kinks in the outer outer member and inner braiding 10.5 cm and 12 cm proximal to the distal end of the outer outer member and 4 cm distal to the strain relief tubing. There was no other damage noted to the sess. The handle was opened and the rack was located in the distal position and was not retracted. All the mechanisms were intact with no anomalies noted. Potential factors which could contribute premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the self expanding stent system during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. The wrinkling noted on the distal sheath appears to be the result of resistance with the outer diameter of the sheath. It may be possible that interaction with an introducer sheath or associated devices contributed to this damage. Furthermore, if the distal sheath jacket was wrinkled back, this would cause the stent to deploy from the sheath as noted on the returned product. The kinks noted in the shaft were not reported and are likely the result of packaging the unit for return to abbott vascular. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Overall, the reported premature deployment and subsequent damage noted on the returned unit appears to be related to case circumstances and/or user mishandling. There is no indication to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.

Event description:
It was reported that after device preparation and prior to use in the anatomy the absolute was about to be inserted and advanced over the guide wire when it was noted that the stent was partially deployed although the handle was in the locked position. There was reportedly no patient involvement. There was no additional information provided.